Manufacturer narrative:
D10 concomitant products: sm822 sm-822 biosyn* 3-0 und 75cm c13 x36 - (lot#d2j1841fy); sm822 sm-822 biosyn* 3-0 und 75cm c13 x36 - (lot#d2j1841fy); sm822 sm-822 biosyn* 3-0 und 75cm c13 x36 - (lot#d2j1841fy); sm822 sm-822 biosyn* 3-0 und 75cm c13 x36 - (lot#d2j1841fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the time of suturing on a plastic surgery , several threads of biosyn 3/0 sm-822 were used and suddenly came loose during the suture leaving the needle in the skin. Four other threads used with the needle remained stuck in the patient's skin.